Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a color-like material was stuck to the surface of a zxr00v intraocular lens when being implanted on (B)(6) 2018. The doctor thought it would disappear in a few days, but has not been resolved yet. The patient felt uneasy because visual acuity does not come out (20/33-20/25), and it is planned to wash the anterior chamber. Reportedly, if turbidity does not disappear, the lenses will be replaced. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.